Event description:
On (B)(6) 2023 a peritoneal dialysis (pd) patient's contact reported that the patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] was diagnosed with peritonitis. No additional information was provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with complaints of cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 2441 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 1500 mg every other day and ip cefepime 1500 mg daily for 14-21 days. The patient¿s peritoneal effluent culture returned positive for roseomonas gilardii, and the patient¿s vancomycin was discontinued and replaced with ip levaquin (dose, frequency, duration not provided). The patient has recovered from the events and continues to undergo ccpd. The pdrn reported the cause of the peritonitis was never discovered. The patient¿s mother performs the ccpd connections and disconnections due to the patient being visually impaired. The mothers¿ practice was reviewed and no breaks in sterility were noted. Per the pdrn, the events were unrelated to any product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy utilizing the same cycler without reported issue.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of peritonitis, characterized by cloudy peritoneal effluent fluid, which warranted antibiotic therapy. The etiology of the peritonitis is unknown; therefore, causality could not be established. Per the pdrn, the events were unrelated to the patient¿s utilization or any fresenius device(s) and/or product(s). Gram-negative roseomonas peritonitis is extremely rare and is usually linked to contact with an environmental contaminate such as water and/or soil. Based on the information available, the liberty select cycler, liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet users¿ expectations or manufacturers¿ specifications. It is well established that those individuals undergoing pd for rrt (manual or cycler based) are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2023 a peritoneal dialysis (pd) patient's contact reported that the patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] was diagnosed with peritonitis. No additional information was provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with complaints of cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 2441 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 1500 mg every other day and ip cefepime 1500 mg daily for 14-21 days. The patient¿s peritoneal effluent culture returned positive for roseomonas gilardii, and the patient¿s vancomycin was discontinued and replaced with ip levaquin (dose, frequency, duration not provided). The patient has recovered from the events and continues to undergo ccpd. The pdrn reported the cause of the peritonitis was never discovered. The patient¿s mother performs the ccpd connections and disconnections due to the patient being visually impaired. The mothers¿ practice was reviewed and no breaks in sterility were noted. Per the pdrn, the events were unrelated to any product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy utilizing the same cycler without reported issue.